Event description:
It was reported the end user's home caught fire resulting in her death. An oxygen concentrator was found in the home; however, there is no allegation the fire was related to the device. The cause of the fire is currently under investigation.